Event description:
The customer reported that a communication error was displayed on the system. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The software nodes were reloaded and the calibration data was restored. The system was tested and found to be working as intended and put back into service.